Event description:
As reported, it was a 26mm sapien 3 ultra case in a valve-in-valve procedure involving a 25mm non-edwards surgical valve with severe calcification. During the procedure, the sapien 3 ultra valve expanded normally; however, the balloon ruptured at the end of inflation. The valve appeared fully expanded with an acceptable procedural result, and no additional ballooning was required. Retrieval of the delivery system, including the ruptured balloon, through the right femoral access was difficult, and surgical assistance was needed to complete removal. The access vessel was then treated with a stent graft placed via a left-side crossover approach, and the access site was surgically closed. The perceived root cause of this event was the commander delivery system balloon burst. As per pre-decontamination evaluation, balloon material was separated and the sheath distal tip was torn.

Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. The lot number is unknown. The investigation is ongoing.